Event description:
Peschillo, s., caporlingua, a., cannizzaro, d., resta, m., burdi, n., valvassori, l., pero, g., <(>&<)> lanzino, g. (2016). Flow diverter stent treatment for ruptured basilar trunk perforator aneurysms. Journal of neurointerventional surgery, 8(2), 190¿196. Https: //doi.org/10.1136/neurintsurg-2014-011511 medtronic review of the literature article found case review involving three patients who underwent procedures for flow diverter treatment of ruptured basilar trunk perforator (btp) aneurysms. Two of the patients in the article had pipeline embolic devices implanted in off-label use due to the ruptured status of the aneurysms and anatomical location; a marksman microcatheter was noted to be used in one of the cases (case 1). The third patient (case 2) was treated with non-medtronic devices. There were no reported device malfunctions or deficiencies. It was reported that in case 3, the patient presented with left hemiplegia and was diagnosed with fish grade 4 intraventricular hemo rrhage due to ruptured aneurysm. The patient had a pipeline 3 x 18mm implanted to treat the aneurysm. However, it was noted that the patient experienced vasospasm, intracranial hemorrhage (ica) and had post external ventricular drain (evd) placement meningitis. The aneurysm was observed to be occluded during the 6 month follow-up. During follow-up, the patient had slight left hemiplegia with mrs 2.

Manufacturer narrative:
This report pertains to case 3 in the literature article. Associated with MDR #: 2029214-2023-00564 and 2029214-2023-00565 for case 1 in the literature article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.